Event description:
The toric bubble markers, used to mark eye for intra-ocular lens procedures, was not sterilized properly. Contributing factor: instructions for use for asico toric markers have conflicting information, which led to operator use error. In the IFU on page 2, general care items, it states "ultrasonically clean the markers at least once per day". This creates confusion and should be amended or removed, as the item should be cleaned and sterilized prior to each use. Footnote on the three pages of the asico toric markers instructions for use (IFU): "valid from: (B)(6) 2014; valid to: cancellation; version: 16; l-toric dfu/eng/2006".